Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several aborted therapies for possible output damage due to low hv lead impedance were recorded. The lead was capped.